Manufacturer narrative:
(B)(4). The cause of the problem was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A minicap transfer set was returned and an evaluation was performed. Visual inspection and clamp functional testing of the device found that the occluder feet were broken. There was no evidence of over-torquing. Clear passage testing was performed with no issues noted. The inner dimension of the patient connecter was within specification limits and a seal surface test was performed with no leaks noted while the device was connected to a lab titanium adapter. A batch review was conducted for potentially associated lot numbers h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
Upon evaluation of a returned minicap transfer set, the device was found to have a broken occluder foot. There was no report of patient involvement, patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.